Event description:
Country of complaint: (B)(6). Some of the suture inside the box had needles detached from threads.

Manufacturer narrative:
Mfg site evaluation: samples rec'd: 27 unopened pouches and 1 opened, empty pouch. There are no previous complaints of this code batch. There were (B)(6) units of this batch code; were mfg and distributed, there are no units in stock. Tested the needle attachment of the closed samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements.